Event description:
There was an allegation of questionable elecsys anti-hcv ii assay results with two samples from the same patient tested on a cobas 6000 e601 module. First sample measured on (B)(6) 2025: the initial result was 1.4 coi (reactive). The repeat result was 1.4 coi (reactive). The sample was repeated at a different laboratory using a different assay and the result was anti-hcv negative. Second sample measured on (B)(6) 2025: the initial result was 2.45 coi (reactive). The repeat result was 2.42 coi (reactive). The sample was repeated at a different laboratory for hcv rna (quantitative) testing and the result was negative: <0.01 kiu/ml.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined the issue was sample-specific. The elecsys ahcv ii assay performs within specification.